Manufacturer narrative:
Intuitive has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. Visual inspection found no damage to the instrument. A review of the logs found no errors directly related the vessel sealer extend. The instrument was placed and driven on an in-house system where it passed the recognition, engagement, and initialization tests. The instrument moved intuitively in all directions with full range of motion. The grip opened and closed properly. The instrument passed the cut and seal test on 3 of 3 attempts. The instrument failed the grip force test. The jaw ceramic dots were present on the grips.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend (vse) instrument would not complete the sealing cycle. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.